Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. D4: batch # u5c288. F10/h6: component code = others (g07). F10/h6: health effect ¿ clinical code = gastrointestinal system (e10). Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? I don't have this information, surgeon stated patient needed a colectomy. Did the patient receive any preoperative chemotherapy or radiation? I don't have this information. Were there any issues experienced with the device in the initial surgical procedure? The device fired normally, felt normal to the surgeon and the surgeon claimed he heard the washer crunch as well like it typically does. What healthcare professional fired the device and what is his/her experience with the device? The colorectal surgeon fired the device himself. He is experienced with firing the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No, device fired normally what confirmation was received that the device completed the firing sequence? Washer crunched and green checkmark was illuminated. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full revolutions. Was there any difficulty removing the device? No difficulty was noted in its removal. Were the donuts inspected? Yes, I don't have any additional information. Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? Can you please provide more details or a picture to help explain what is meant by, ¿washer broken but not broken all the way through? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic colectomy the surgeon fired the device after dialing to the green bar. The device opened as usual, however the surgeon found a hole in the posterior of the rectum. He noted that the washer was broken but was not broken all of the way through. The surgeon used the echelon 60 to staple and he also sutured to address the hole in the rectum. The surgeon was not confident that this was sufficient, so the patient was given a temporary ileostomy.